Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No motor error alarm or e70 error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. A motor position encoder error occurred at one point. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.